Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After cutting the tibia and one peg hole, the surgeon was constrained by the rio and was unable to burr the second peg hole. The surgeon determined that the proper course of action was to complete the procedure using the manual instrument set and surgeon was satisfied with the outcome of the procedure.

Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of the eval revealed no evidence of a system related error that would have prevented the system from entering the stereotactic boundary.